Manufacturer narrative:
Insulin pump passed self test and excess "no delivery" alarm error test. No unexpected restart and signal too low alarm noted. Device was programmed with a 2.0 u/h basal rate and monitored. Several boluses were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No history anomaly noted. Device was programmed with test glucose meter and communicated properly. Reading showed in pump history. Device was downloaded to carelink properly. However, several displayable history crc check failed on startup alarms were found at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have experienced multiple signal too low alarms. Customer stated the alarms did not occur during the rewind prime sequence. Customer's blood glucose level was unknown. During troubleshooting, the insulin pump alarmed several signal too low alarms. Alarm history indicated an unexpected restart alarm, a signal too low alarm, and 8 displayable history crc check failed on startup alarms, but no date history. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.